Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Manufacturer narrative:
Correction: section a - updated the date of birth to (B)(6) 2022, was previously reported as (B)(6) 2022.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r wave oversensing resulting in inappropriate mode switch. No changes or intervention was reported. There were no patient consequences.